Event description:
Reporter states the pins in the center of the meter are darkened while using the inform system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.